Manufacturer narrative:
D3. Manufacturing plant address, city, zip code, state, country: corrected d9. Date returned to mfg: 22-jan-2025. H6. Investigation codes: updated. Investigation summary: customer complaint of failed the volume test at 18.1 ml cannot be confirmed through delivery accuracy test. Probable cause of issue is unknown. Upon further investigation, found unit failed visual inspection as dso (downstream occlusion) seal is cracked, and unit failed rtc (real time clock) check. Device charged for 72 hours. Replaced dso seal. Performed visual inspection, rtc check to confirm repair. Performed pvt (performance verification testing), unit passes all testing criteria. Software updated. Unit reset to standard configuration. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed the volume test. Volumes were both 18.1 mls. The event occurred during preventive maintenance. There was no patient involvement and no harm/adverse event.